Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the air pump came on as soon as the device was plugged in. It was determined that this was indicative of a worn out flex circuit which also caused the e6 error. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear over time. All available information has been disclosed. If additional information should become available, an update report will be submitted accordingly.

Event description:
It was reported that during pre-surgery, it was observed that the motor device had an e6 error code. There were no delays in the surgical procedure as identical spare devices were available for use. There was no patient involvement reported. There were no injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.